Manufacturer narrative:
Block h6: device code a150101 is being used to capture the reportable event of cinch failure to deploy.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used in the stomach during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy. There was an attempt to use pliers to manually deploy the cinch, which was unsuccessful. The procedure was completed with a new cinch. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a150101 is being used to capture the reportable event of cinch failure to deploy. Device evaluation: block h11: the suturing cinch was returned. A visual inspection noted the device was returned without the cinch, the wire of the working length was stretched, the internal wire was broken, and the sheath was damaged. Media analysis was performed, which observed a picture where several cinch devices were inside the bag, along with the device label information showing the upn and batch number. In the photo, it is possible to identify that one of the devices has a stretched working length and a broken internal wire. The reported event of cinch failure to deploy could not be confirmed. A risk review of the suturing cinch was completed and confirmed that the events of cinch failure to deploy, additional device required, working length torn, and cinch wire break were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all gathered information, there is not enough evidence to determine whether the cinch failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, "unable to exclude device problem" is selected as the most probable cause for this event. For the events of "working length torn, and cinch wire break" detected during the media inspection, a most probable conclusion code of "adverse event related to procedure" is selected. This conclusion was selected because it was most likely procedural factors such as the handling of the device and the technique used by the physician (force applied), that could have resulted in the damages encountered in the device. For the event additional device required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, that will be classified as "cause not established".

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used in the stomach during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy. There was an attempt to use pliers to manually deploy the cinch, which was unsuccessful. The procedure was completed with a new cinch. There was no patient complications reported as a result of this event.